Event description:
During a ptca/stenting treatment procedure, the express2 monorail balloon ruptured on the post-placement dilatation inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the distal left circumflex coronary artery. The physician used a 6f radiofocus introducer sheath for vascular access and a runthrough guidewire and a launcher sl4 sh guide catheter to cross the lesion. A lifeline co. Balloon was being used to predilate the lesion for placement of the express2 stent. The express2 monorail balloon was being used to post-dilate the stent. The express2 monorail balloon ruptured at 14 atms on the second inflation. The number of atms reached on the initial inflation was unknown. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.